Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen that was blank. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a screen that was blank. During troubleshooting, the customer reported that the touchscreen, and ventilator were operational, but nothing can be seen on the screen. The customer was provided with replacement parts to have the device repaired.

Manufacturer narrative:
H10: the customer reported that the device display was upgraded to the second generation. The issue was resolved, and the device was returned to service.